Manufacturer narrative:
Sorin group USA received a medwatch report #(B) (4), stating that the brat2 autotransfusion machine, (B) (4), intermittently gave false positive alarms for air detection in the tubing set and a "reservoir empty" message on the display. The pump stopped while blood was being processed, requiring the operator to restart the device and costing valuable time. There was no report of pt injury. No product has been returned for eval. The investigation is ongoing. When complete, a follow-up report will be filed.

Event description:
.